Manufacturer narrative:
(B)(4).

Event description:
Pt contacted to report signal loss.

Manufacturer narrative:
(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined.